Event description:
The user facility reported a patient was transferred with acute myocardial infarction in cardiogenic shock after having chest pains for several hours. A right to left external femoral to femoral bypass was performed for distal perfusion of the leg on the impella side. Popliteal pulses were noted by doppler. The patient was put on bedrest. It was reported that the patient had mottled left lower extremity. Orders were given to start vasopressin and to wean the pressors as tolerated. The patient's family decided to withdraw care of the patient. Care was withdrawn, and the patient subsequently expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.